Event description:
It was reported that bd nexiva needle pierced through the catheter. The following information was provided by the initial reporter: patient IV start attempt. Needle kept receding into sheath and went through vein.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.